Event description:
The nurse of a male patient contacted lifecor customer support to report that the status indicator on the battery charger was flashing. She wanted to know if there was a problem with the battery packs. She stated that the pt has not been changing the battery packs every 24 hours. Support had the nurse download. The pt was unable to download for an unknown reason. The pt called support to report that he is getting errors on both battery packs. Support sent a pt services rep (psr) to the pt to download and replace the battery charger.

Manufacturer narrative:
Device eval summary : device eval of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was a corroded connector on the battery charger. The root cause of the corroded charger connector was probably liquid spilled into the well of the battery charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger.